Event description:
Reporter stated that patient obtained a blood glucose result 409 mg/dl on the suspect device. Within 5 minutes, patient's blood glucose was reportedly retested on a physician's device with a result of 141 mg/dl. Reporter noted that quality control testing had been performed on the suspect device, approximately 1 month earlier, and the results were within the acceptable range. Technical support requested the return of the suspect product and replacement was shipped.